Event description:
Acct reports they have had approx 15 various incidents of leaking on the sets since 12/05/1999. States in one incident, the central line occluded and they had to use streptokinase to clear the line. There have been no serious pt. Injuries or deaths, but there have been several "potential" injuries. States the nicu staff does not want to use the sets until the issues are resolved.